Manufacturer narrative:
Citation: kim wc, et al. Transcatheter pulmonary valve implant in a patient with a previous pulmonary valve-in-valve. Journal of cardiology cases. 2022 mar 21;26(1):39-41. Doi: 10.1016/j.jccase.2022.02.006. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a female patient who, at age 14 years, had a 22 mm medtronic melody transcatheter pulmonary valve implanted valve-in-valve in a severely stenotic non-medtronic surgical valve. Afterward, a post-dilation was performed with 22 mm non-medtronic balloon. Ten years after melody implant, at age 24 years, the patient had an episode of bacteremia treated and resolved with antibiotics, with no lesions seen on computed tomography and transesophageal echocardiogram. Twelve years after melody implant, at age 26 years, the patient developed dyspnea with severe pulmonary stenosis and mild pulmonary regurgitation of the melody valve. Subsequently, a second melody valve implant was planned. At the start of the procedure, right ventricular systolic pressure (rvsp) was 64 mm hg with a peak-to-peak gradient across the pulmonary valve of 28 mm hg. A 25 mm non-medtronic balloon was used at a high pressure of 20 atm to break the ring of the previous surgical valve and over-dilate the first melody valve frame to maximize the internal diameter. Then a new 22 mm melody valve was implanted valve-in-valve-in-valve inside the first melody and previous surgical valve. Afterward, the second melody was post-dilated with a 22 mm non-medtronic balloon, which reduced the rvsp to 42 mm hg and the transvalvular peak-to-peak gradient to 8 mm hg. The patient was discharged home the following day. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.